Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for a stroke. Additional information was received from the physician that the patient was seen at an outside hospital for expressive aphasia. A head CT was obtained and was found to be negative. The patient was observed, and his inr was noted to be greater than 5.0. She then developed right sided facial droop and was transferred to the implanting center. The patient's inr was reversed and a head CT was repeated and revealed left frontal parietal hemorrhage. The patient was observed. The following day, the patient continued to have right side weakness, expressive aphasia, but her facial droop was improving. There was no change noted in the cerebral hemorrhage. The patient was started on a heparin drip.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.